Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision the femoral head was removed. The acetabular cup remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. A review of the complaint history for the cup and head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the head. Similar complaints have been identified for cup and this will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Device history record review confirmed that all released parts met specifications applicable at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The medical documents were reviewed. Although it was reported that the metal ion levels were elevated, no levels, units of measure or lab reports were provided. The reported elevated metal ions along with intraoperative findings of metal debris within the capsule and femur may be consistent with findings associated with metallosis. However, without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the source of the elevated levels, and metal debris cannot be confirmed and it cannot be concluded that the reported events/clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a revision surgery from the left hip was performed due to highly elevated cobalt and chromium levels and metallosis.